Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ping enhanced meter had a fading display. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged fading display issue occurred on an unknown date and time prior to contacting lfs and has gradually been getting worse. The patient informed the csr that they regulate their diabetes with insulin pump therapy and on ¿(B)(6) 2015 around 12:00pm¿ stated that they had been exercising. The patient denied she developed any symptoms and reported having a large meal to compensate for not being able to read her blood glucose result. No medical intervention was required. At the time of troubleshooting the csr noted that it was not the first time the meter was in use, there was no misuse of the product and the patient had a backup meter. The patient¿s products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.